Event description:
It was reported that during a pulmonary vein isolation (pvi), a farawave 2.0 nav was selected for use. During procedure, while the farawave catheter was inside the patient, the device was unable to cross. A starter guidewire was also used in the procedure and it was inside the catheter. It was difficult to track it over the wire. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The patient information and e-mail address of the physician were not available as per facility.